Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastro pediatric biopsy forceps device was used in the upper digestive tract during a biopsy procedure performed on (B)(6) 2014. According to the complainant, during the preparation outside the patient, the physician inspected the device and noticed some pieces of metal adhering to the cups/jaws of the forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Reportedly, there was no visible damage noted to the forceps and its packaging. Additionally, the account stated that they were unable to determine where the pieces of metal came from.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found the returned forceps to be within specification. The condition of the returned incident forceps device showed no evidence of the alleged issue or any defect which could have contributed to the event, therefore, the most probable root cause for the customer complaint is not confirmed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric biopsy forceps device was used in the upper digestive tract during a biopsy procedure performed on (B)(6) 2014. According to the complainant, during the preparation outside the patient, the physician inspected the device and noticed some pieces of metal adhering to the cups/jaws of the forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Reportedly, there was no visible damage noted to the forceps and its packaging. Additionally, the account stated that they were unable to determine where the pieces of metal came from.